Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that, last night, the patient felt his pump vibrating and went to look at screen, and screen was blank. The patient removed and replace same battery, and no screen or audible tones. The reporter stated she replaced with new battery and has display screen. The reporter stated that patient took pump into pool and removed it when he remembered that it was still attached. No signs of moisture on pump or under screen, battery compartments are dry. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: during investigation, a review of the pump history showed one unexplainable power interruption or pump reboot on (B)(6) 2013. Evaluation revealed that the battery compartment was intact with no damage. There was no evidence of moisture found inside the battery compartment. The battery cap was able to fully tighten on the pump. The battery cap height was found to be within specifications. During testing, there was no power loss duplicated. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and evidence of moisture contamination was found inside of the pump and on keypad flex cable and connector. The issue of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.